Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. An investigation could not be performed and the customer's reported complaint could not be confirmed. Manufacturing record review: a review of the manufacturing records could not be performed as the product lot number was not provided. Labeling review: labeling review was performed. The directions for use (dfu) adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. The customer's reported complaint could not be confirmed. Alternative report identification (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Alternative report identification number: (B)(4). Lot number was not provided. Attempts were made to obtain missing information; however, to date no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor had a patient who had a corneal ulcer following use of blink revita lens. The doctor has a tremendous amount of experience with this product and in addition, he is also very diligent in educating his patients on proper care and cleaning. No further information was provided.